Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample wash station of the image immunochemistry system overflowed about 20 milliliters of fluid. Customer indicated she cleaned the spill with gauze. Customer indicated she was wearing lab coat, gloves, and eye protection. Bec customer technical specialist (cts) assisted the customer via the telephone. Cts instructed the customer to put the instrument into diagnostics mode to stop the overflow. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) assisted the customer via the telephone. The fse guided the customer through changing the sample wash station filter.

Manufacturer narrative:
(B)(4).